Event description:
It is reported that the device fractured during use. The fractured tip was identified in the back of the joint and was removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.